Event description:
Ous MDR - it was reported that artifacts were observed in the rv channel about 66 months after the implantation. A loosening of the screw was suspected. The ICD was exchanged and there were no artifacts seen; the ICD showed regular function. Artifacts were seen again only later via home monitoring, therefore it was decided to explant and return the lead. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was returned and thoroughly analyzed. The lead was only available in fragments. All parts of the lead were returned. During the analysis of the lead fragments, it was noted that the insulation of the lead body had been massively damaged by squashing about 27 cm distal of the is-1 connector pin and that there was damage to the coating of the rope conductors to the rv shock electrode and to the ring electrode at just that site. This damage manifestation can with high probability be regarded as the cause of the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. The deformation of the rv shock electrode is most likely a result of the lead explantation. In summary, there were no indications of material defects or manufacturing errors during the analysis.